Manufacturer narrative:
Analysis of the device found no significant anomaly. Analysis of the catheter found a non-significant indent in the seal of the sc connector that did not affect infusion. Damage to the retaining ring finger was also noted. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received gablofen baclofen (2000m cg/ml, 150.1mcg/day, unknown lot number) in an implantable pump intractable spasticity and post spinal cord injury. In the latter part of 2015, the patient experienced increased bilateral leg spasms despite several increases in concentration and dosage. The patient did not receive adequate relief from the device. A "flow study" was marked completed on (B)(6) 2016. The patient stated the healthcare provider (hcp) was unable to remove any cerebrospinal fluid (csf) from the catheter access port (cap) during the study. The procedure report indicated 1ml of clear liquid was able to be aspirated from the catheter (no other liquid could be obtained). The "reservoir" was not then injected, as the catheter "continually could not confirmed." Imaging was obtained from the pump as well as the course of the catheter; no catheter fracture or discontinuity was anticipated. The assessment was limited without contrast injection. A rotor study was then performed and demonstrated a functioning pump. The pump and catheter were then primed. The procedure was tolerated well by the patient. The patient denied any environmental/external/patient factors that may have led to the issue. The patient also denied any knowledge of volume discrepancies at refill appointments. The patient presented to a (B)(6) 2016 appointment with increased spasticity. During the refill, 6.2ml of drug was anticipated and 7.0ml of medication was withdrawn from the reservoir. Plans were made for catheter replacement. The gablofen dose was decreased on (B)(6) 2016 by 30% in preparation of catheter replacement. The catheter was replaced on (B)(6) 2016 (full catheter replacement). The issue was considered to be resolved as of (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury. History: acute venous embolism and thrombosis (bilateral lower extremities), fracture of vertebral column with spinal cord injury [dorsal (thoracic), closed; t7-t12 level with complete lesion of cord], abnormal involuntary movements, chronic spastic paraplegia concomitant drugs: baclofen (20mg tablet 4 times daily), intrathecal gablofen (2000mcg/ml, 370.0mcg/day), neurontin (600mg tablet 3 times daily), tizanidine (4mg tablet 2 times daily) dosing changes: (B)(6) 2016: gablofen (2000mcg/ml, 750.2mcg/day); (B)(6) 2016: gablofen (2000mcg/ml, 525.1mcg/day); (B)(6) 2016: gablofen (2000mcg/ml, 370.0mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.